Event description:
The patient reported a pod error hazard alarm during operation. No change in blood glucose values was reported. Analysis of the returned device confirmed a tear on the internal portion of the soft cannula, resulting in a fluid leak and corrosion. The internal cannula tear is confirmed to be the root cause of the reported hazard alarm. The device was originally reported for pod hazard alarm/alert/advisory - during operation.

Manufacturer narrative:
A rotational sensor malfunction was observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak that corroded the commutator cap, ultimately leading to the generated of the 0x40 alarm. The internal cannula tear is confirmed to be the root cause of the reported 0x40 alarm. The observed internal cannula tear is related to action #98586. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s916u1ues6eyk5 hardware: sm-s916u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.